Event description:
The surgeon was performing an acl reconstruction, when he encountered difficulty starting a screw. The surgeon tapped the top of the driver to get the screw started but instead broke the screw. The device was removed from the patient and an additional screw was used to complete the procedure. No patient injury or complications were reported due to this event.